Event description:
It was observed that during the device evaluation, the flex video scope exhibited the image disappears when angled and peeling of the coating. There were no reports of patient involvement.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, is assumed that no image problem is caused by damage to the image sensor unit or failure of mounted components on the electrical board due to stress from use, external factors, or handling. For the insertion tube peeled off problem, it is presumed that the event was caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: inspection method for the suggested event is described in the instruction manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope". Olympus will continue to monitor field performance for this device.